Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-77 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of alarm f-77 was determined to be an improper collocation of the encoder disk. To correct the condition, the pump head mechanism was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.